Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that before unpacking, it was found that there was no foley catheter water balloon connector.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " machine malfunction". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because instruction for use could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that before unpacking, it was found that there was no foley catheter water balloon connector.